Event description:
The customer reported ind (indeterminate)/no value and erroneous troponin I (accutni) result, within the risk stratification range, for one pt involving access 2 immunoassay system. This is report number three of four. The customer was uncertain about which result may have been reported out of the laboratory. There has been no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2008 and discovered the wash buffer supply tubing to the wash valve was cracked. The fse replaced the cracked tubing and all verification testing passed with specifications. The customer retested all pt samples after the fse completed the service repair. Note: the crack in the wash buffer supply tubing would allow air into the wash valve and precision valve, thus causing erratic results. This reportable event was identified during a retrospective review of complains conducted between january 01, 2008 and october 23, 2010 for additional reportable events. This medwatch report is related to mdrs: 2122870-2011-03327, 2122870-2011-03328, 2122870-2011-03383.